Event description:
In 5/04, an order was placed for a replacement lec backboard for community hospital. Questioning by intermetro customer service rep. Revealed the board reportedly cracked during an attempted reanimation of the patient with heart pressure massage. The hospital healthcare professional contacted from the hospital concluded the failure of the board was not causally connected to the outcome.